Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator (eri). Approximately five months earlier, the longevity estimate was noted to be 14 months. It was noted that the patient was paced 100% in the ventricle. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.